Event description:
A diabetic in USA reported to the distributor (medtronic) that an infusion set had leaked at the reservoir/testing connection. One sample was returned to the MFR (maersk medical) for analysis and eval.